Event description:
The hcp reports, via outcomes registy, the patient presented with left lower extremety weakness, inability to walk, and urinary retention. An MRI was done and there appeared to be granuloma at the t11/t12 location. The descision was made to discontinue the narcotics being delivered via the pump. The patient was receiving bupivicaine; 40mg/ml, clonidine; 400mcg/ml, and fentanyl; 20 mg/ml. The patient underwent surgery to replace/revise the catheter. During the surgery the granuloma was confirmed so the catheter was removed and not replaced to allow for healing. The pump was left in place for possible future re-implant. The therapy has been abandoned and the event is reported as ongoing.